Event description:
It is reported by the patient that their insulin pump displayed a button error. The patient's blood glucose level is unknown. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
The insulin pump was received with unresponsive escape button due to flattened button dome switch. No button error alarm noted. The insulin pump has severely scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.